Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was hospitalized for hyperglycemia. The high blood glucose levels rose from normal to 550 mg/dl before hospital care admission. The event involved products unomedical,mmt-1884l,mmt-332a. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer reported changing the infusion set twice, but these changes were not reflected in the pump report. Hospital staff suspected a pump malfunction. Also, the sensor data was unavailable. No further patient complications were reported. Unomedical,mmt-1884l,mmt-332a were products not expected to return.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (added health effect - clinical codes 1970, 2144, 2553, 2359, 1880, 2364, 2364, 1849, 1905 and their related health effect - impact codes 4607, 4607, 4607, 4607, 4607, 4607, 4644, 4607, 4644 respectively) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer experienced confusion ,feeling sick/unwell, headache, tired/weak, nausea and vomiting during hospitalization. The customer was treated with pump, manual injection, intravenous insulin and hospitalization for reported hyperglycemia. The event involved products mmt-397a ,mmt-1884l,mmt-332a. No product return is required for mmt-397a, ,mmt-1884l,mmt-332a.